Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nurse call alarm was not working on the v60 ventilator. Reportedly, the customer has an open cable alarm which is preventing the ventilator from alarming normally. The customer reported there was no patient involvement.

Manufacturer narrative:
Through follow-ups, customer indicated that the unit resolved. The customer indicated that an incorrect nurse call cable was being used.